Manufacturer narrative:
The complaint was confirmed, but the exact cause of the catheter tear is unk. There was a breach in the d/l tubing at the distal end of the bifurcation, which allowed fluid to leak from the venous lumen. The tear in the tubing may be attributable to a combination of chemical degradation and mechanical stresses. It is unk what chemicals were used on or near the catheter. A chr of lot #rerl0006 showed one other similar product complaint(s) from this lot number. (B)(4).

Event description:
Hemoglide, fracture under the bifurcation on the catheter.